Event description:
A customer reported an alarm 20 issue with their insulin pump, which occurred during the loading process and has been a recurring problem. There was no report adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy, and technical support arranged to replace the malfunctioning pump.